Event description:
It was reported that there was a perceived longevity issue as the device had reached eri (elective replacement indicator). It was noted that the devices longevity was four years and ten months. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found that the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. Concomitant products: 6944-65 lead, implanted: (B)(6) 2001; a 5076-52 lead, implanted: (B)(6) 2001. (B)(4).